Event description:
The pt reported a few segments on his insulin infusion device display are growing faint. When checked, the pt was using recalled batteries that had been in use for about two months and that had an expiration date of 09/2006. The pt was aware of the recall but stated he didn't have any corrected batteries at this time. Corrected batteries were sent to the pt. On follow up with the pt, he stated the new batteries improved the screen "partly and temporarily" and the display is progressively getting worse. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.